Event description:
It was reported that on an unknown date post-operatively, a screw from a cervical plate construct was found backed out. No other information could be obtained.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.